Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drug (drug name, dose, frequency, and duration not reported) for peritonitis. Peritoneal dialysis therapy was ongoing at the time of the event as the patient was being treated intraperitoneally. The patient was recovered from this event. No additional information is available.